Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the pessary string was missing and had to go to urgent care to have the pessary removed. Consumer was experiencing pain, laceration swollen vagina and bleeding during removal of the bladder support.